Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that involving a tego¿ connector, when disconnecting the arterial line there was an malfunction of the tego, air started to be aspirated into the catheter hub. There was patient involvement and unknown adverse harm.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.